Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and discovered the optic had been torn during insertion. The lens was removed and a suture was required to close the wound.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that half of the lens was torn off. There was evidence of both a reddish and a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.